Event description:
Patient was admitted with bilateral renal artery stenosis for renal artery stenting. As the physician was pulling the balloon out of the renal artery and while advancing his guide, the sheared off catheter became lodged in the renal artery. Balloon was able to be snared and removed en mass. Patient transferred post procedure to critical care for close monitoring as a precaution.